Event description:
It was reported that during the surgical procedure, when the surgeon was drilling the femoral tunnel the drill bit broke. It was removed with the aid of a 5 mm drill bit. There was no delay or patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.